Manufacturer narrative:
Correction filed: d7a, h6(component codes). Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. During the implantation of the iabp balloon into the patient, the catheter could not be inserted into the designated location due to tortuous blood vessels and a bent catheter. Therefore, it was removed and another balloon was implanted, and the surgery was successfully completed. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during implantation of balloon catheter intra-aortic balloon (iab), the catheter could not be inserted into the designated location due to tortuous blood vessels and a bent catheter.therefore, it was removed and another balloon was implanted, and the surgery was successfully completed. There was no harm reported.